Event description:
The patient reported that four days post implant there was "bleeding" from the incision, glue and strips were applied again and "it started bleeding again". They put glue and strips on it again and it started "bleeding again two hours later", the patient went to the emergency room and a "hard pack" was applied. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.